Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the battery was not returned with the pump. During investigation, the pump powered on with vibratory and audible sounds. Unrelated to the complaint, the battery compartment was observed to have a crack near the case seal. There was no damage observed to the returned battery cap. During testing, the rewind, load and prime sequence was successfully performed. The black box showed no unusual fluctuation of the voltage. Testing showed that all currents were within specification. No overheating was duplicated during testing. The pump cover was removed and there was no evidence of loose components or moisture contamination inside pump. The issue of overheating could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was very hot to the touch. The battery was observed to be discolored and appeared melted and deformed. The reporter denied any damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.